Event description:
Discectomy 1st pedicle on a robotic prostatectomy: thick tissue, hand felt a snap. The articulating arm of the jaws of the instrument would not fully close. An identical device was used with out issue. Patient was not harmed.